Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) of 600 mg/dl. Customer attempted to address the elevated bg by a manual insulin injection. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was discharged on (B)(6) 2024. System check was performed by tandem technical support and the pump is functioning as intended.